Event description:
Cna found pt between the side rail and bedframe and mattress, with feet, legs and buttocks resting on the floor. Her right arm was between sections of the side rail. Resident was without pulse or respiration. No blood pressure. Resident's tabs unit had pulled away from the bed due to the velcro not adhering properly. Since the unit was disengaged, no alarm was sounded to inform staff that she had moved.